Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad is fully intact with no peeling or damage observed. Visual inspection found the contrast, up arrow, down arrow and ok key emblems to be worn. The contrast button and the up arrow and down arrow keypad buttons all respond intermittently when pressed. The ok keypad button responded appropriately when pressed. The keypad was removed to investigate, and there was evidence of contamination found under the contrast, up arrow and down arrow and ok keypad contact buttons.